Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated she carries the insulin pump in her bra and is always sweating. Her blood glucose level was 127 mg/dl. The customer said was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.